Event description:
It was reported that this right atrial (ra) lead was twisted. As of this time, this ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was twisted. As of this time, this ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.